Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, self-test, unexpected restart error test, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit had battery cap stripped battery cap coin slot (p), minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was 435 mg/dl. Customer was unable to remove the battery cap on their pump. Customer was advised that they will send replacement pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 435 mg/dl. The customer was treated for high blood glucose with pump.